Event description:
It was reported by service report that the plastic moldings on this star chair were cracked and there were sharp edges. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Seat back.